Manufacturer narrative:
The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low and high blood glucose in the past 6 weeks. The customer had two events on their old pump and twice with their new pump. The customer was wearing the insulin pump during the incidents. Troubleshooting was not completed as the customer was upset about their pump and declined. Customer also called about sensor calibration alarms, bent cannulas, and sensor glucose versus blood glucose differences. The insulin pump will not be returned for analysis.